Manufacturer narrative:
During device preparation, it was discovered that the .035 180cm sgw storq endovascular wire was completely out of its coating in the package and fractured. No patient injuries were reported since the malfunction was discovered prior to use. The site indicated that the sterility of the pouch was not compromised at all. The device had been stored in the lab, and every package is checked by two employees prior to any package being opened. The products are placed laying flat inside of a drawer until they are used. One non-sterile sgw storq .035 180cm angle std was received coiled into a plastic bag. The guidewire presented an exposed corewire at 2.5cm from the distal end. In addition, the coilwire shows scraped ptfe coating adjacent to the corewire penetration through the coil wraps and along the coilwire. After reviewing the photos and sem analysis, the design assurance engineer reported that based on the packaging drawing, this product incorporates a ¿captive¿ j-straightener attachment to the dispenser assembly to retain the guidewire during distribution while packaged, which must be removed from the dispenser assembly prior to attempting the removal of the guidewire from the dispenser. Failure to do so can cause tensile loading of the core wire and can result in a tensile overload fracture of the core wire and stretching of the coilwire following the core wire fracture. The photos show scraped ptfe coating adjacent to the core wire penetration through the coil wraps. This appears consistent with the damage occurring while the captive j-straightener is still in place in the dispenser assembly while attempting to remove the specimen guidewire. The exposed corewire was observed under a microscope and presented a fracture. Sem results showed that the ptfe coating adjacent to the core wire presented a scraped condition through the coil wraps. Results showed that the core wire presented evidence of ductile dimples. Results suggest that the separation occurred while the sample was being stretched, pulled and/or frictioned due to the ductile dimples and the scrapes. Cutting as the root cause was discarded since the fracture site did not present any characteristics typical of this failure mode. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported by the customer as ¿guidewire- exposed braidwire/corewire¿ was confirmed due to the product received condition. Sem analysis results indicate that the exposed corewire and fracture was caused by a stretched/ pulled force. The complaint reported by the customer as ¿guidewire- fractured-prior to use¿ was confirmed. According to visual and sem analysis the ptfe coating adjacent to the core wire presented a scraped condition through the coil wraps, besides the core wire presented evidence of ductile dimples. This appears consistent with the damage occurring while the captive j-straightener is still in place in the dispenser assembly while attempting to remove the guidewire; therefore handling conditions could contribute to the event as reported. Analysis and DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported, therefore, no corrective action will be taken at this time.

Event description:
During prep, the lead tech noticed that the .035 300cm sgw storq endovascular wire was completely out of its coating in the package. The site indicated that the sterility of the pouch was not compromised at all. The device was stored in the lab. Every package is checked by two employees prior to any package being opened. The products are placed laying flat inside of a drawer until they are used. The device was not used in the patient and a photograph of the wire was taken.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Preliminary analysis indicated the following: one non sterile sgw storq .035 180cm angle std was received coiled into a plastic bag. The guidewire presented an exposed corewire at 2.5cm from the distal end, the distal corewire was still inside of the coilwire. No other anomalies were found. The exposed corewire was observed under a microscope and presented a fracture. The device was send to sem analysis. Sem results showed that the core wire presented evidence of ductile dimples. It appears that the separation occurred while the sample piece was being stretched/ pulled due to the ductile dimples. Cutting as the root cause was discarded since the fracture site did not present any characteristics typical of this failure mode. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. F10 codes have been updated to reflect the fracture. The final analysis has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Previously supplied lot number is updated to 71012504. No changes necessary to the manufacture or expiration date. Additional information is pending and will be submitted within 30 days upon receipt.